Event description:
Pt reported that insulin delivery of the infusion device is inaccurate. From (B)(6) 2011, pt experienced elevated blood glucose of up to 300 mg/dl. Pt delivered insulin through a pen and the infusion device to correct hyperglycemia. This occurred while pt was on vacation, and blood glucose was "okay" when she returned home. Insulin cartridge and infusion tubes were used for 8 days. Pt was referred to the MFR recommendations. Infusion device was not exposed to water or electromagnetic fields. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval. Add'l info was not provided.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.